Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had a lead migration. The patient underwent surgical intervention on (B)(6) 2019 wherein the 90cm lead was repositioned and an extension was added to the 90cm lead. The patient has effective therapy post op.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient leads were revised and a extension was added. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.